Manufacturer narrative:
(B)(4).

Event description:
It was reported that "manual inflation was attempted 2 times. The manual inflation attempts were unsuccessful, and caller stated that partial unwrap was seen, but most distal portion of iab, right below the tip, was still wrapped. Encouraged replacement of iab due to risk of clotting, however [doctor] opted to keep the catheter in the patient, citing it will most likely be removed within 24 hours and patient will be anticoagulated in the ICU. Reinforced the risks associated with not exchanging the catheter to doctor". No patient harm or injury. The patient status is reported as "fine".